Event description:
New information received states the device was explanted during lead revision.

Event description:
It was reported that the patient received inappropriate atp therapy due to an unstable rhythm. No further information is available.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis was normal. No anomalies were found.